Manufacturer narrative:
At this time, product has not yet been returned for investigation and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to "scan in 10 minutes" message displayed after 2 days of wearing the adc freestyle libre 2 sensor. Customer performed a capillary test on an unspecified meter and an unspecified reading was obtained which indicated hypoglycemia. Customer was unable to self-treat and was treated with grape sugar by his wife. There was no report of death or permanent impairment associated with this event.